Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7109939, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-4318, batch/lot number: 36550423, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient had developed an infection which caused redness, fever, and drainage at midline and battery pocket incisions. The physician does not believe it was device or procedure related. The patient was placed on antibiotics. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were kept by the facility.